Event description:
Event description guidant received information that this coronary sinus lead exhibited loss of capture at high outputs. During the lead revision procedure, the right ventricular (rv) lead was observed to be dislodged. Oversensing of noise had been reported on the rv lead, resulting in pacing inhibition and the delivery of inappropriate shocks. It was noted that during the lead revision procedure, the lv lead was able to capture. A guidant technical services consultant discussed that the loss of capture in the lv could have been caused by the myocardium being stunned during the shocks.